Event description:
It was reported that before a left upper lobe wedge resection procedure; prior to opening the packaged device, it was noticed that some of the drivers appeared to be outside the device, in the packaging. The device was never opened. The procedure was completed using same like device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Cartridge pan, drivers the analysis results showed that one ecr60g cartridge reload was received unfired with the cartridge pan damaged and several drivers out of position. No further functional testing could be performed due to the condition of the reload. No conclusion could be reached on what may have the cartridge pan to be damaged and the drivers to be out of position. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.